Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) sheath crinkled up upon insertion which required the customer use another sheath. The customer stated that the weight of the patient was proportional to size of sheath and iab used. The patient was not in critical condition at the time of insertion. There was no reported injury to the patient.